Event description:
It was reported that the patient had an infection at the ipg and lead sites. Symptoms of infection were fever, soreness in the back and redness around the battery site. The physician believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well post-operatively and the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).